Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system IV tubing was defective. The following information was provided by the initial reporter, translated from chinese to english: "on november 8, 8 o 'clock in the morning, the nurse be prepared to material, for patients with infusion operation, in the process of transfusion exhaust, found the IV silicone perfusion tube joint leakage, inspection found that the silica gel on the IV one trachoma, found that the situation after, immediately replace closed needle, after check in good condition for patients with indwelling needle and infusion operation, not delay the normal treatment".

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). The reported lot # 9296497 was searched in sap to find a corresponding material#. However, none of the matching material#'s corresponded with the device reported in the parent complaint. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system IV tubing was defective. The following information was provided by the initial reporter, translated from chinese to english: "on november 8, 8 o 'clock in the morning, the nurse be prepared to material, for patients with infusion operation, in the process of transfusion exhaust, found the IV silicone perfusion tube joint leakage, inspection found that the silica gel on the IV one trachoma, found that the situation after, immediately replace closed needle, after check in good condition for patients with indwelling needle and infusion operation, not delay the normal treatment"